Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. This device was checked in clinic with provocative maneuvers performed with noise unable to be reproduced. An automatic setup was completed with the primary vector chosen. The device was then reprogrammed to the primary vector. This device remains in service. No adverse patient effects were reported.